Manufacturer narrative:
(B)(4). Batch # m93d2u. The analysis results found that the er320 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 11 clips as intended. No malformed clips were note during functional testing. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device misfired several times. The first staple was crooked and other was malformed. The device was not used on the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.